Event description:
Affiliate reported that the device was over draining and could not be solved by adjusting the pressure setting. As a result the device was explanted.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filed.